Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported event was unable to be confirmed. Visual and functional testing performed, and device was working properly.

Event description:
It was reported that the device was programmed and then it infused the syringe at a faster rate, it was showing that it was a user error, but sending the device in for confirmation. There was patient involvement but no patient harm.